Event description:
Healthcare professional reported left side "folds, rupture, edema, local infection, pain and altered breast shape that hinders its mobility." The device remains implanted.

Manufacturer narrative:
Continued phone number e1:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, local infection, folds, edema, pain, altered breast shape hinders it's mobility".